Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient may have suffered a stroke on (B)(6) 2018 and needed an MRI. It was unknown if it was related to the device or therapy. No further complications were reported or anticipated. On (B)(6) 2018 the patient called back stating they were still trying to get an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the stroke was not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.